Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent primary oxford knee procedure on (B)(6) 2012. Revision procedure was performed on (B)(6) 2013 due to synovitis, localised medial compartment inflammation. No further information has been received.